Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the battery calibration timed out. There was no patient involvement reported. Multiple good faith efforts (gfe) were made to obtain additional information regarding the resolution associated with this complaint, however attempts have been unsuccessful. The device disposition remains unknown as there was no response in attempts made to obtain additional information. No further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery calibration of the heartstart mrx defibrillator had timed out. There was no patient involvement reported.